Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21345. It was reported the patient experienced ineffective stimulation. The sjm representative was informed that one of the patient's leads had migrated. Reprogramming was unable to resolve the issue. Surgical intervention may take place as the next course of action.

Event description:
Device 1 of 2.follow-up identified the patient underwent surgical intervention to explant and replace the leads. Effective stimulation was restored post-operatively.